Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "x-rays demonstrate slow to heal fracture, nonunion. " revision surgery was performed.